Manufacturer narrative:
(B)(6). (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rotatable small oval med stiff snare was to be used in the colon to treat an adenoma during a polypectomy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the snare failed to deliver energy when trying to strangulate and dissect the target lesion. Reportedly, the snare was securely attached to the active cord. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
E1: the initial reporter city is (B)(6). H6: problem code 1211 captures the reportable event of the snare failed to deliver energy. H10: investigation results visual evaluation of the returned device found that the device does not have any visible failure and the pin gage is in good condition. Electrical resistance testing was performed and resistance measured at 10.5 ohms, within manufacturing specifications. Based on the information available and the analysis performed, the most probable root cause classification is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/18/2018 08:46 am CT.the report number is being corrected from: 3005099803-2018-62042 to: 3005099803-2018-61292.

Event description:
It was reported to boston scientific corporation that a rotatable small oval med stiff snare was to be used in the colon to treat an adenoma during a polypectomy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the snare failed to deliver energy when trying to strangulate and dissect the target lesion. Reportedly, the snare was securely attached to the active cord. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event.